Event description:
Customer reported, the insulin pump had turned off again without any alarm. Customer had called in and issues persisted. Customer's blood glucose was 365 mg/dl, treated with manual injection. Troubleshooting for off no power was performed and it was the second occurrence the device alarmed off now power without a low battery warning. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. The insulin pump also alarmed motor error and troubleshooting was performed due to repeating battery issues the device is being replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery cap contacts. Displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents measurement, and off no power test were not performed due to blank display. Motor error alarm, off no power, and battery out limit alarms were not verified due to blank display. The motor was tested outside of the device and it passed. The device had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.